Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation from the octrode lead. Lead diagnostics showed multiple invalid impedances on the octrode lead. Reprogramming was unable to resolve the issue. The patient's lead was replaced with a new one and the patient is now receiving effective stimulation.